Event description:
After firing echelon stapler 45, it failed to release-per surgeon.health professional's impression: this is the second time the surgeon failed with stapler. Will call the vendor to follow up the surgeon. Unknown whether user error of stapler itself.